Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system max 220 aspiration pump. When the physician turned on the penumbra system max 220 aspiration pump, the green light turned on; however, no vacuum was created. The physician turned the penumbra system max 220 aspiration pump on and off ten times and on the tenth time, the physician was able to aspirate.

Manufacturer narrative:
Result: there is no visible damage to the exterior of the pump. The pump was powered up. The pump was cycled off and on approximately 15 times with the vacuum pressure knob at its lowest starting point to see if issues occur. After the 15th cycle, the pump was powered on and ran for approximately 30 min. Maintaining a vacuum pressure of-30 in hg and no issues were observed. The aspiration pump is functional. Conclusion: the complaint has been evaluated. The complaint indicates that the pump green light powered on, but aspiration was not observed. After attempting to power on the pump approximately 10 times, the pump powered on and aspiration was observed. Evaluation of the returned device could not confirm the issue described in the complaint. During evaluation, the pump was powered on and cycled off and on approximately 15 times with the vacuum pressure knob at its lowest starting point. No issues were observed. The pump was then ran and maintained adequate vacuum pressure for 30 minutes. . The cause of the issue described in the complaint cannot be determined. It is possible that the pump was incorrectly powered on. If the pump vacuum pressure knob is at maximum vacuum pressure while the pump is being powered on, aspiration vacuum pressure will not be observed. The vacuum pressure knob must be at the lowest starting point while the pump is powered on so aspiration vacuum pressure can be observed. Then the pump vacuum pressure knob can be gradually increased for more vacuum pressure. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.